Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On(B)(6) 2022, the patient had been admitted to the hospital for an unspecified, non-diabetes related surgical procedure and released. On (B)(6) 2022, the patient was at home when the patient¿s cgm/dblg1 displayed 163 mg/dl. However, the patient experienced vomiting, dizziness, a loss of consciousness, respiratory and cardiac failure. Emergency medical services was called, but it was not confirmed who called. During transport to the hospital, the patient experienced cardiac arrest and cardio-pulmonary resuscitation was performed in route. The patient was resuscitated and admitted the intensive care unit for diabetic ketoacidosis (dka) as the patient¿s bg was over 900 mg/dl. The patient was hospitalized and treated with IV infusions. The patient¿s insulin pump and cgm were removed during hospitalization. The bg stabilized and the patient was released four days later. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of diabetic ketoacidosis.